Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿-perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the light guide tube was leaking, the video cable was deformed, the light guide lens was yellowing, the lock engagement lever was misaligned, there was insufficient angulation, the light guide lens was cracked, and the light guide rod was chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had no image during preparation for use. The intended therapeutic laparoscope procedure was completed with another similar device. There were no reports of delay, and the patient was not under sedation at the time of the event. There were no reports of patient harm or impact associated with the reported event.